Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from a funeral home with no information. Communication with the funeral home indicated the patient expired approximately five months after the device system was implanted. The cause of death was provided as natural, cardiopulmonary arrest and septicemia. The source of sepsis was requested but remains unavailable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c2tr01 crt-d implanted on (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.